Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted during testing. No display anomaly noted during testing. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the numbers were ramping up during setting up bolus. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.